Manufacturer narrative:
Unit received with cracked bleeding lcd. Unable to perform the displacement test and very software version due to cracked and bleeding lcd noted. The p-cap locks into the reservoir compartment properly noted. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was dropped and the screen was damaged. Customer stated that their was no physical damage to the reservoir lip ring. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.